Event description:
Account indicated that they inadvertently activated the download key on the instrument touchscreen instead of the exit key. Activating the download key caused patient orders to download to the worklist and the incorrect patient identification was assigned to the first sample run. The calibration of the touchscreen was found to be incorrect, causing a misalignment of the screen buttons. The operator did not notice that the incorrect button became highlighted when they attempted to active the exit button. The account did not report incorrect results due to this incident.